Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced dry mouth and dizziness. It was indicated that the customer was treated by a non-healthcare professional and healthcare professional (hcp) with serum, novalgina, and sublingual ondansetron. There was no report of death or permanent impairment associated with this event.